Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error during the load process. Reportedly, the customer's blood glucose level was 260 mg/dl and was addressed with manual injections. The customer was successfully able to load a new cartridge and resumed insulin delivery.